Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-33, lot# va0315z, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that device kept turning on and off. The patient had been checking with her patient programmer and she saw she was on program 4 at 2.1 but did not see the lightning bolt. The patient pressed the top blue button and the lightning bolt appeared. During the report, the lightning bolt disappeared again. The patient also stated that her symptoms had gotten worse in the past month. The patient had not fallen down and only felt stimulation when the implant was first turned on. The patient had an appointment scheduled with her healthcare provider (hcp) in three weeks. Additional information was requested, but was not available as of the date of this report.